Manufacturer narrative:
No issues or non-conformances were found during investigation, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Incident report received from (B)(6) medicines and healthcare products regulatory agency (B)(6). The patient reports that after two days of use with the device the patient experienced a corneal ulcer. As of the date of the report with (B)(6) the patient was still undergoing treatment. The patient provided the contact information for the location of purchase, (B)(6). The manufacturer contacted the purchase location for additional information on the event. (B)(6)reports the patient contacted them via phone call to report that she was seen in the hospital and by an eye specialist for a medical event after using her contact lenses. As the patient was not treated at the (B)(6) location additional details regarding the event could not be provided, only the details the patient provided via phone call. The patient did not provide the contact information for the hospital location or eye specialist who treated her for the incident. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.